Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, high pacing lead impedance and increased capture thresholds were observed. The lead was capped and replaced on (B)(6) 2016. The patient is in good condition and will be followed up normally in clinic.